Event description:
The customer called to report that the pump had a frozen screen. The batteries were removed, but the display did not change. The customer called back and informed that they were disconnected from the pump and reverted to back up plan. The customer mentioned that while they were on the phone, they changed out their site. Tubing, and the reservoir. The customer was still in manual prime and delivered insulin about one thrid of the reservoir into their body. Then the customer called the paramedics. The customer was taken to the emergency room which sent patient home on a back up plan of manual injections. The customer stated that the pump is in manual prime, but it did not register that there was a reservoir in the pump.